Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 3/25/2020. Device evaluation: the product was received in its original lens case. Additionally, the original folding carton, patient stickers, implant notification card, patient ID card, dfu, and completed questionnaire (information captured in catsweb) were received. Visual inspection under magnification revealed what appears to be dried blood on the optic body, viscoelastic residue on the optic body and haptics, and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency was identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable, the lens was removed/replaced within the initial procedure. If explanted, give date: not applicable, the lens was removed/replaced within the initial procedure. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zcb00 intraocular lens (iol) was removed from the patient's right (od) eye upon insertion when the surgeon noticed a scratch on the lens. Incision was enlarged along with one suture used during the procedure. The current patient status was reported as doing good. No additional information was provided.